Event description:
A report was rec'd that the pt's ipg was explanted because, the pt was getting a rash while using the stimulation and while charging. The physician is not sure what is causing the rash. The pt is reportedly doing well.